Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the numbers on the screen of the customer's insulin pump began scrolling uncontrollably while she was attempting to bolus. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.